Event description:
It was reported that this electrode exhibited t-wave oversensing resulting in inappropriate shock therapy. Additionally, noise was produced with exercise testing. Defibrillation threshold (dft) testing was performed and was unsuccessful in converting the patient. The primary sense vector was reprogrammed and an x-ray was taken and the electrode position was felt to be a potential factor. Surgical intervention was undertaken to explant and replace the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited t-wave oversensing resulting in inappropriate shock therapy. Additionally, noise was produced with exercise testing. Defibrillation threshold (dft) testing was performed and was unsuccessful in converting the patient. The primary sense vector was reprogrammed and an x-ray was taken and the electrode position was felt to be a potential factor. Surgical intervention was undertaken to explant and replace the electrode. No additional adverse patient effects were reported.